Manufacturer narrative:
(B)(4) date sent: 4/9/2025. Additional information was requested, and the following was obtained: was the battery plugged in fully with the backlight lit? Unk. 2. Was the device in range? Unk. 3. Was the safety disengaged? Unk. 4. Did the device staple? Unk. 5. If yes, was the staple line complete (fully circular)? Unk. 6. Did the device have staple line issues? Unk. Malforms, missing staples, no staples etc? Unk. 7. Was the breakaway washer completely cut? Unk. 8. Were there two complete tissue donuts? Unk. 9. Did the device cut the tissue? Unk. 10. Was it a partial cut? Unk. If so, what was cut partially, washer or tissue? Unk. 11. If yes/no, was there any issue with the cut unk. 12. Was the device locked on tissue with the anvil closed? Unk. 13. If yes, what steps were taken to open the anvil. Unk. 14. If the anvil could not be opened, how was the device removed. Unk.15. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Unk. 16. Did the washer break completely? Unk. 17. Was there audible and tactile feedback from the washer break? Unk. 18. Was the firing stroke interrupted prior to full washer break? Unk. 19. Was the device difficult to close? Unk. 20. Was there adjusting knob issues? Unk. 21. Did the anvil detach? Unk. 22. Did indicator come into orange range? Unk. 23. Were there excessive tissue between the anvil and the deck? Unk. 24. Did the surgeon wait the 15 seconds to fire the device? Unk.

Manufacturer narrative:
(B)(4). Date sent 2/24/2025. D4 batch #163d46. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with a battery inserted, no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the battery was inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. Also, when the battery was removed, it was noted a piece of plastic between the terminals of the battery and it belongs the shroud of bulkhead contact area. No further functional testing could be performed due to the condition of the device. Additionally, a photo was loaded at product complaint level and it shows the device with no anvil present, with a battery inserted and with no apparent damage. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 163d46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/28/2025. D4 batch # unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. -additional event information this product was used in a laparoscopic resection. When the anvil was connected in the body cavity and was about to fire, but it did not work. The battery was removed and inserted, but there was no response, so the device was removed and another device was used to complete the case. There were no adverse consequences to the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the battery plugged in fully with the backlight lit? Was the device in range? Was the safety disengaged? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Did the device cut the tissue? Was it a partial cut? If so what was cut partially, washer or tissue? If yes/no, was there any issue with the cut was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. If the anvil could not be opened, how was the device removed. "Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Did the washer break completely? Was there audible and tactile feedback from the washer break? Was the firing stroke interrupted prior to full washer break? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did indicator come into orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the issue was reported but the details are unknown at this time, so it is being confirmed. There were no adverse consequences to the patient. No further information is available.